Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified creases and deformation. Device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii/IV and "any creases." Device has been explanted.